Event description:
It was reported that during pre-dilatation of a moderately calcified lesion left circumflex artery with a trek rx (2.5x15mm), the balloon ruptured on the first inflation of 8 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.